Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00304; (B)(4) - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to, patient fell and reopened wound, flush and poly exchange were done.